Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex videoscope exhibited foreign matter in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue regarding clogged nozzle was confirmed. However, the foreign material could not be identified. Olympus will continue to monitor the field performance of this device.